Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the device was returned in a large zip lock bag. There was no visible damage in the construction of the device. There were voids noted on the trace pads and contamination at the distal end of a trace pad for blue lead. The continuity test was performed and electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 25.6 ohms (red), 61.9 ohms (red/white), 52.8 ohms (blue), 61.7 ohms (blue/white), all electrode leads within specification. The tube was manipulated (used stylet to reshape the tube) and tested again for continuity and all electrode leads remained within specification except blue/white lead (was over 300 ohms-out of specification). Functionally, the device was connected to the nim system for electrode check and functional test (trace pads were submerged in a saline solution). For the electrode check, vocalis1 electrode leads and stim1 return electrode failed the check. However, during the functional test, the channel1 (vocalis1) had a lead off error detected, and channel2 (vocalis2) was noisy above 200 ¿v. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was intubated with 6.0 mm tube, connected to nims machine and would not work. Appropriate placement of the nims endotracheal tube with the help of anesthesia colleagues using the glidescope was confirmed. Surgeon placed the grounding leads in the patient's shoulder and connected all leads to the nims machine. During the setup, the nims machine indicated that there was no response from the left and right vocalis muscles, which are supplied by the leads on the nims endotracheal tube. Anesthesia performed a repeat direct laryngoscopy, and it was confirmed that the tube was appropriately placed, despite the lack of response on the machine. At that point, the decision was made to replace the tube so that they could proceed with the case with the help of nerve monitoring. After re-intubation with a 7.0 mm tube., the leads all registered appropriately, and monitoring proceeded without issue. There was an additional time under anesthesia for the patient while troubleshooting this and extended set-up time for the case.